Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, opening extended on anterior and creases fold. A visual and microscopic analysis was performed which identified opening crease sharp on posterior, stress marks, wear abrasion and creases fold. Based on the device analysis the final assessment is an opening crease sharp on posterior due to fold flaw opening.

Event description:
Healthcare professional reported a left side capsular contracture baker grade unknown, "pain," and rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is capsular contracture, baker grade unknown, pain, and rupture. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported a left side capsular contracture baker grade unknown, "pain," and rupture. Device has been explanted.